Manufacturer narrative:
(B)(4). The MFR documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there is no other complaint reported for this failure mode within this lot. The device examined and found three notches in the proximal shaft (made of pebax - polyether block amides) of the catheter. An indentation was also observed in the proximal shaft approx 108 cm from the end of the distal tip. Evidence of indentation indicates that the proximal shaft may have been locked which is consistent with the complaint description. In an effort to move the catheter forward, the locked proximal shaft was deformed. Burr was also observed at the distal tip. During failure analysis investigation in the MFR's laboratory, the mfg engineer was able to reproduce the failure by pressing tightly a portion of the proximal shaft and pushing it forward. The device failed for its functional performance because the microcables inside the deformed proximal shaft were also damaged and resulted to an electrical failure. The IFU precaution statement for this device states that: this device is a delicate scientific instrument and should be treated as such. Do not cut, crease, knot, or other wise damage the catheter.

Event description:
The physician used a long lock for an old pt about 170 cm in height with some calcium in the femoralis. Ivus catheter was used to review the left main artery. The tip of the ivus catheter was in the left main artery 10 cm away from the distal end of the guiding catheter. The physician noticed that the ivus catheter got stuck in the 6f guiding catheter (with normal length 110cm - MFR unk) and could not move forward to the ostium of lad. The physician was able to remove the ivus catheter from the guiding catheter without removing both systems together. When the ivus catheter was pulled from the guiding catheter, the physician noticed 3 kinks in the shaft of the ivus catheter. The physician aborted the ivus procedure and decided to perform a stress echo with the pt to get more info. No pci procedure was performed. There was no report of pt injury due to this event.